Event description:
The customer reported that while pipetting an antibody screening plate on summit the technician noticed that no or very little sample was added to row 7 (wells a7 through h7). No error was generated. No death or serious injury was associated with this complaint.